Event description:
It was reported that the procedure was to treat a heavily calcified posterior tibial artery. The nav 6 device was being used as a protection device and had been advanced and placed without issue. After atherectomy was performed successfully, an attempt was made to remove the nav6 filter; however, because the filter had been advanced on a non-abbott guide wire without the step feature, the filter could not be removed. Attempts were made to retrieve the filter using several snare devices; however, the filter could not be removed. Different sized balloons were advanced in hopes of being able to capture the filter to retrieve it; however, this was also unsuccessful. A non-abbott filter device was advanced and deployed and the nav6 filter was able to be pulled proximal for a short distance; however, was not able to be removed. The decision was then made to deploy a stent in the vessel to compress the nav6 filter to the vessel wall which was performed successfully. The procedure was ended. The patient is reported to be well post procedure. The procedure took approximately 6 hours. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant products: guide wire: viper, atherectomy: csi diamondback. (B)(4). The filter remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. The lot history record (lhr) for this product could not be reviewed and a similar incident query could not be performed because the product was not returned for evaluation and the part and lot numbers were not reported. Based on the reviewed information, no product deficiency was identified. It should be noted the emboshield nav6 embolic protection system instructions for use (IFU) states: the emboshield nav6 device can only be used with the barewire filter delivery wire. Use of the device with any guide wire other than the barewire filter delivery wire will lead to loss of the filtration element during the procedure or an inability to retrieve the filtration element. Additionally, it was reported that the nav 6 was being used to treat the heavily calcified posterior tibial artery. It should be noted that the indications section of the IFU states that the emboshield nav6 embolic protection system is indicated for use as a guide wire and embolic protection system to contain and remove embolic material (thrombus / debris) while performing angioplasty and stenting procedures in carotid arteries.